Event description:
The patient expired. The cause of death was unknown and still under investigation. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had 2 implantable neurostimulators implanted (see also manufacturer's report # 9614453201002270).

Manufacturer narrative:
(B) (4): the implantable neurostimulator and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.